Event description:
It was reported that during in-house engineering evaluation, it was determined that the omnispan meniscal repair 27deg device was broken (2+ pieces) : device fractured. It was initially reported that before knee arthroscopy surgery, the device needle was broken off upon opening the packaging. The device was not used. Another device was used to complete the surgery. The surgery was delayed by ten minutes. There were no adverse consequences to the patient. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the device out of its original package with signs of usage and the needle broken near mid-body. The plates were undeployed. No other anomalies could be observed on the device. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, it is possible that, when the needle was assembled in the deployment gun, it was applied an excessive force to it, therefore causing stress and a mechanical deformation which could have caused damage of the needle. As per instructions for use (IFU), 1) insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward. 2) push down on the needle lock lever to advance the sleeve over the needle and secure it in place. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.